Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6), product type: recharger. Product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6)) revealed that the connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported the implantable neurostimulator recharger (insr) was not charging up. The insr showed it was plugged in and showed the insr charging screen, but the insr battery would not increase from empty. Pt confirmed desktop charger (dtc) green light was on and no damage to connector pin. Pt also said the implantable neurostimulator (ins) only had 1/8th charge left and pt tried charging overnight and got some charge, but not much. Pt said they never let the charge in the ins go out and if they did they would lay down to recharge otherwise pt was in pain if the battery ran out. The patient was sent an insr instead of having pt get wireless recharger as the ins was almost empty and pt needed to charge so they didn't lose therapy. Additional information was received from the patient. Pt called and mentioned they had met with their rep today and tried the reps desktop charger (dtc) with their insr. The rep's dtc worked to charge the pt's insr and resolved the issue. The rep allowed the pt to keep the reps dtc for now, but the pt requested a replacement dtc for the dtc that was broken. Pt said their ins battery was "running out" when they had met with their rep. Pt said the rep thought the issue in the dtc was the connector pin (rep said the connector pin "wiring was bad").